Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient was receiving cgm values in the 40-50 mg/dl range all morning. The patient was also tired and had been napping all morning. The patient self-treated with crackers, cookies, a banana, bread, eggs, and orange juice. Despite eating, the patient¿s cgm values were not rising. The patient tried walking and became dizzy. She was also scared that if she took another nap she might not wake up. Therefore, she went to the emergency room (ER) for evaluation. At the ER, the patient¿s cgm was reading 45 mg/dl, and the bg meter was reading 428 mg/dl. The patient was treated with an IV drip for dehydration. The patient also had an electrocardiogram (EKG), chest x-ray, and flu test done. The patient was discharged after approximately 5 hours when her bg meter reading was 230 mg/dl. The patient was ¿doing okay¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm values was reading 40-50 mg/dl range all morning. The reported glucose values fall within the d zone of the parkes error grid when the patient was checked at the ER on (B)(6)2025. The data investigation found a difference in values that falls within the c zone of the parkes error grid on (B)(6)2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The customer's complaint was confirmed due to failure during testing was found. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.